Event description:
A consumer reported that following bilateral intraocular lens (iol) implant surgery, he has been noticing flickering lights in his vision only with both eyes open. When he shuts one eye, he can't see the flickering. The flickering light seems worse in fluorescent lighting. The consumer reported that he has had a retinal examination which was normal. He was also seen by a neurologist, but no cause for the flickering lights had been found. The consumer was seen for a second opinion and that surgeon felt the consumer was still healing and needed to give it a little more time. At the request of the consumer, the surgeon was not contacted. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. At the request of the consumer, the surgeon was not contacted. (B) (4). (B) (4). (B) (4).